Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient underwent intervention. The target lesion being treated was located in the 1st obtuse marginal. The lesion was 70% stenosed, 2.5mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.5x12mm study stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2010, the patient experienced coronary artery disease(cad) and underwent intervention. The patient was admitted for staged angioplasty of the circumflex due to cad and 70% in-stent restenosis of a non-bsc stent in the mid distal lad. The proximal lcx was treated with predilation and placement of overlapping 3.0x28mm and 3.0x23mm non-bsc stents. Post dilation was performed. The event was considered resolved 1 day later without residual effects. The patient was discharged on aspirin and plavix.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).